Manufacturer narrative:
(B)(4). Additional information received noted that the device was reprogrammed and the mv signal was turned to off, while leaving the atrial channel on to enable electrocardiogram viewing. An x-ray confirmed a less then optimal connection. No further actions were taken. The system remains implanted.

Event description:
Boston scientific received information that the field representative send in a photo to boston scientific technical services (ts) due to suspected minute ventilation oversensing on the competitor right atrial lead. The pacing thresholds appeared to increase while the pacing impedance measurements were within normal range. No noise was recreated. A possible connection issue was suspected. Ts noted that there was inappropriate mode switches due to mv signal oversensing. No adverse patient effects were reported.